Event description:
Clinical study it was reported that 223 days after a coronary artery drug eluting stenting procedure that patient experienced a myocardial infarction (mi), and underwent a target vessel reintervention (tvr). Target lesion I located in the proximal left anterior descending (prox lad) with 80% stenosis and was 18mm long with a reference vessel diameter of 2.5mm. Target lesion 1 was treated with pre-dilatated and placement of a 2.5 x 24mm taxus express2 8.8% drug eluting stent (extending into the mid lad), with 0% residual stenosis. It was noted in the cath report that the mid left anterior descending (mid lad) was treated with a guidant pixel stent, with 0% residual stenosis. The patient was discharged the next day on asa and plavix therapy. 223 days after the procedure, s/p ankle fusion to the right foot, the patient developed severe chest pain radiating down both arms. Symptoms were associated with shortness of breath, nausea, vomiting and diaphoresis. The patient was treated with IV nitroglycerin an morphine without relief of chest pain. Serial ecgs showed "st segment elevation in the anterolateral leads with reciprocal st depression in the inferior leads". The patient was immediately taken to the cardiac catherization lab. Angiography that day revealed, lmca normal cx, normal lad 100% mid restenosis, rca 50% distal stenosis and 80% distal stenosis. Intervention consisted of ptca (for a distal stent edge restenosis) to the mid lad, with 0% residual stenosis. Intervention to the rca was planned for a future date. The patient tolerated the procedure and was monitored in the ccu. In the opinion of the physician the relationship of the reintervention to the taxus stent is probable. Following the procedure, the patient's cardiac enzymes were elevated and consistent with guideline criteria for myocardial infarction (mi). The site reported a non-q wave mi. Echocardiogram performed 2 days later, showed an ef of 55%. The patient remained stable and was discharged the next day on ecotrin and coumadin therapy (for previous dvt. Plans were made for cardiac rehabilitation. In the opinion of the physician the relationship of the mi to the taxus stent is not related, and the relationship to the target vessel is probable.